Event description:
It was reported that the upon attaching the handswitch, the device would operate automatically without user activation. No additional information was provided by the user facility. Upon investigation at the manufacturer, the device displayed a bias current error when connected to the console, signaling a condition occurred from which the device had the potential to run without user activation.